Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a blood transfusion took too long to infuse. The starting volume in the bag was 310 ml, but by the time the infusion completed later than expected, the pump said 410 or 420 ml had infused. No other programming information was provided. It is unknown if the user had added additional vtbi during the infusion or if the vi was cleared before the transfusion was started. There was no harm to the patient. The device was checked by the facility biomed and no related issues were identified.